Event description:
It was reported that an ilet pump did not charge out of the box, with the charging pad¿s blue indicator illuminating briefly and then turning off despite use of the provided charging pad and wall adapter and after standard troubleshooting steps, which included removing accessories, verifying correct placement, and power-cycling the adapter. Symptoms included a depleted device battery. Outcomes included shipment of a replacement device and continued use of the original device only as the battery allowed until replacement was received. The investigation included technical troubleshooting with the user to verify the charging setup and eliminate accessory interference. Investigation of this case revealed a device charging malfunction associated with the external charging interface, in which the charging system failed to maintain charge despite correct setup. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical malfunction of the charging system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.